Event description:
Brakes will not hold.

Manufacturer narrative:
Tech replaced casters to resolve issue. Tech checked all bed functions. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.